Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. Fluid loss was noted in the device. The aus was explanted. No further patient complications were reported.